Event description:
The complainant has reported that a pt (age and sex unk) underwent a therapeutic ercp (date of procedure unk). It was reported that "the cut wire broke prior to use, autotome was already down the scope." The complainant reported, "the device did not break in the pt." The procedure was successfully completed with a different device. There was no reported complication or ill effect sustained by the pt. No other info is available at this time. No product is available for evaluation.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.